Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd syringe 1ml ll contained foreign matter. Verbatim: a clinical trial site has noted that there are black blemishes/spots visible on or in bd syringes. Please see attached picture evidence. Confirmed products and lot numbers so far that are confirmed are below: bd 1ml syringes lot: 4354445 expiry: 2029-11-30 bd 3ml syringes lot: 4352796 expiry: 2029-11-30 bd 3ml syringes lot: 5072741 expiry: 2030-02-28 as we have checked our inventory, we have also found extra lots with the same defect, we are continuing our checks internally. However, as we have stock to sample would be collected from us rather than our client sites.

Event description:
No additional information was provided

Manufacturer narrative:
(B)(4) - supplemental MDR - foreign matter. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.